Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular defibrillation conductor was decreasing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an assist device with a thoracotomy. Since that time the right ventricular (rv) lead has had low impedance which triggered an alert. The lead remains in use. No patient complications have been reported as a result of this event.